Manufacturer narrative:
Product ID (B)(4) lot# serial# unknown implanted: explanted: product type recharger h effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of post herpetic neuralgia and non-malignant pain. It was reported that the patient's therapy had stopped due to a power on reset (por), which occurred while the patient was charging. It was noted the implant was not working for a few days prior. The por was cleared by pressing the sync key to complete a reset. The therapy turned back on and the patient confirmed it was adequate. It was also noted that the recharger antenna and cord were damaged. No out of box failure was reported and a new antenna was sent. No further complications were reported or anticipated. Additional information was received from a patient letter on (B)(4) 2018 reporting that while there had been other times the patient had to recharge their fully depleted implant, that this was the first time a por had occurred. They also noted that the insulation covering the wires of their antenna was worn, but insisted it had nothing to do with the por. No further complications were reported or anticipated.